Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer inspected the device and relocated remote manager (rm) and hasp to correct misalignment, then verified functionality via hardware test application (hta) and escort testing. Issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager was sliding off and unable to close the refrigerator. The customer stated that there was a delay in patient care.. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager was sliding off and unable to close the refrigerator. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.